Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device did not display the w1 and e1 alert messages when the cartridge was almost or completely empty. The reporter stated this happened twice. No adverse event reported. Return of the suspect device was requested for evaluation.